Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 400 mg/dl. The customer's symptoms included feeling sick. The customer treated with manual injections and was treated in the hospital with an insulin drip. The customer was wearing the device at the time of admission. The cause of the event was due to diabetic ketoacidosis. The customer performed troubleshooting and did the high pressure test which passed; no other problems were found. The customer was advised to contact her doctor for treatment. The insulin pump was not replaced or returned.